Event description:
It was reported that a spectrum pump alarmed "air in line." While in the ¿heart cardiac care¿ unit, the patient was receiving an infusion of phenylephrine. The nurse ¿quickly addressed¿ alarm; however noted the patient¿s blood pressure started to drop rapidly. At this time there were no other alarms from the pump indicating that it was not working properly. The charge nurse and primary nurse checked the patient's IV access to make sure it was patent as well as the IV tubing and bag. The primary nurse observed that the volume in the phenylephrine bag had not changed even though the drip was running at a very high rate (rate not reported). The nurse checked the drip chamber and observed no drips were falling and quickly switched the phenylephrine to another IV pump and confirmed drips from the bag. The patient's blood pressure responded accordingly and recovered to their mean arterial pressure (map) goal of over 60. No further information was available at the time of this report.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device was sent for flow testing at a rate of 40ml/hr with a vtbi of 40 for 60 minutes. The results were 40.251, error percentage was less then 5% (0.6275%). The event history log was reviewed for the reported event date provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.